Manufacturer narrative:
The customer stated " no lights blinking on AED, service code 250 after self-test, change 9v battery, message after service code. New battery inserted and the message still occurs. Analysis of the AED's log files did not identify a cause for the depleted battery pack as a lack of maintenance of the device caused a gap in the device's log files. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is not working. The customer stated " no lights blinking on AED, service code 250 after self test, change 9v battery, message after service code. New battery inserted and the message still occurs.they did not report that this event occurred during patient use.